Manufacturer narrative:
The initial reporter's first name at the time of this report is unknown. (B)(6). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor's technique in applying the suction ring to the cornea, doctor's technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient's cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the physician docked the suction ring on the patient's eye and started ablation. During the surgery, suction declined. The physician immediately replaced the suction ring by a new one and restarted the surgery. As a result, the surgery was successfully completed. There was no surgery delay or patient injury reported.